Event description:
It is reported that the pt was revised due to instability, osteolysis and breakage of the post.

Manufacturer narrative:
Primary notes indicate the knee was stable with trial components. No complications were noted. Revision notes list obesity (bmi of 38) in the post-operative diagnosis, with instability, failure of the articular surface and osteolysis of the patella. Severe osteolysis was noted at the patella's superior pole. Post of the articular surface was found free-floating; delamination on the medial compartment was also noted. Pt history includes a later revision for femoral cam breakage; the cam articulates with the articular surface post, and this femoral component was implanted at the time of this event (reference MDR 1822565-2014-00350). It is unk when the cam breakage occurred, or if it may have contributed to breakage of the articular surface. Anterior 2012 x-ray appears to indicate the knee is in valgus while in extension. The pt denies any trauma and/or fall. Rehabilitation protocol and adherence thereto is unk. Zimmer package inserts include pt counseling information that complications and/or failure of knee components are more likely to occur in pts with unrealistic functional expectations and/or heavy pts. A definitive root cause for this event cannot be determined. Review of device history records for the articular surface was not possible, as product and lot numbers required for retrieval were unavailable.